Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion, the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, bladder spasm, dysuria, nocturia and hematuria, and urinary tract infection. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced urinary frequency, bladder spasm, dysuria, nocturia and hematuria, and urinary tract infection.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent mesh explantation on (B)(6) 2005 due to pain, urinary difficulty, vaginal scarring and bleeding (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.